Manufacturer narrative:
The accu-chek ® inform ii test strips lot number is 671402. The customer stated that the same event occurred on another meter in a different geriatric ward and that they suspect a pre-analytical error may have caused the event. The customer stated that the qcs were performed daily, alternating between level 1 and level 2; the qc on the date of event was acceptable. The meter and test strips were requested for investigation, but have not been received. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing, and the results have passed the internal inspection.

Event description:
We received an allegation of a questionable glucose result for one patient tested with the accu-chek inform ii meter + rf. The first meter result is 429 mg/dl. A repeat test was performed immediately. The second meter result is 288 mg/dl. This result is within the expected range.